Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Additionally, the customer experienced low blood glucose (bg) level of 34mg/dl and loss of consciousness, cause was unknown. Customer required assistance addressing bg level by reducing basal rate and consuming carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.